Event description:
It was reported that the patient presented in clinic for device change. The right atrial (ra) lead was dislodged. The ra lead was revised and replaced on (B)(6) 2022. The patient was stable.

Event description:
It was reported that the patient presented in clinic for device change. The right atrial (ra) lead was dislodged. The ra lead was revised and replaced on (B)(6) 2022. The patient was stable.